Manufacturer narrative:
The returned monitor was tested and passed both isl (safety) and eit (performance) testing. The returned therapy cable was examined and multiple animal bite marks near plug end was found. The animal bite marks is what caused the reported issue. The assure wcd patient handbook advises "do not allow children or pets to play with the assure system."

Event description:
Patient called in to report service error code . There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.